Event description:
At the completion of bath, cna began to raise resident from the bath when the residents toe came into contact with the spigot of the tub. The fifth toe of the residents foot was lacerated. One person involved.